Manufacturer narrative:
MFR received date: 10 oct 2019. The touchscreen assembly was replaced due to the scratches on the touchscreen. The scratch on the touchscreen does not affect the function of the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported touchscreen damaged. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported touchscreen damaged. There was no patient involvement.